Manufacturer narrative:
Date of event was reported as (B)(6) 2016. The patient also stated that "just for the last day or two" which indicate (B)(6) 2016.

Event description:
Information received from patient reported that their implantable neurostimulator (ins) "it feels like it moved, like where its anchored in, just for the last day or two". The patient reported no falls or trauma. The patient was to see their doctor on (B)(6) 2016 for follow up. The indication for use for the implanted device was noted as rsd/causalgia-complex regional pain syndrome. [Omitted information related to pe (B)(4)].

Manufacturer narrative:
(B)(4) now applies and (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the doctor checked the device and said it didn't move. It was reported that it hadn't moved and the issue about the implant moving had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.